Event description:
I had essure placed in (B)(6) 2012. I had pain in my pelvic area, legs, back, during sex, and limited range of motion. I had a contant swollen stomach. In (B)(6) of this month I had a partial hysterectomy and it was discovered that one of the coils migrated from the tube to the muscle in my uterus. Not only was it causing pain and inflamation I could have also become pregnant.